Event description:
During a nailing procedure, the surgeon was unable to remove the coupling screw from the helical blade. Upon attempt to separate the devices, the coupling screw tip broke off in the recess of the helical blade. The tip and the helical blade remain in the patient; no further surgery is planned at this time. This is one of two reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. The device history record was reviewed and the documentation indicates the product was manufactured to specification. The investigation could not be completed, no conclusion could be drawn. The device has been returned and is entering the device evaluation process.